Event description:
It was reported that the patient implanted with this stimulator device passed away due to parkinson's disease. There were no allegations that the device caused or contributed to the death of the patient. The device was not removed and will not be returned.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).

Manufacturer narrative:
Correction to field d2b pro code (product code): additional applicable product codes: nhl and pjs. The ipg was not returned for evaluation; therefore, no physical inspection or functional testing could be performed. A review of the available records did not identify additional information relevant to the complaint or indicate a device-related issue. Available clinical information indicates that the patient death was associated with parkinsons disease. Based on the information provided, there is no objective evidence to suggest that the device caused or contributed to the reported outcome. No device malfunction or deficiency was identified based on the available information. Given the available evidence and investigation limitations, the event is classified as adverse event related to patient condition.

Event description:
It was reported that the patient implanted with this stimulator device passed away due to parkinsons disease. There were no allegations that the device caused or contributed to the death of the patient. The device was not removed and will not be returned.